Event description:
Tube feed pump alarms it is blocked, the tubing has been changed/replaced and the pump was changed and replaced. The tube feed pump continues to ring it is blocked. The g-tube clamp is open, the 3-way stopcock is in the correct position, the tubing is connected correctly. Not able to get the machine to work appropriately.